Manufacturer narrative:
Additional information: age or date of birth, weight, adverse event or product problem, outcomes attributed to adverse event, event, relevant tests/laboratory data, other relevant history, explant date. Patient codes. Device codes. Method codes. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2004 via the right internal jugular vein due to a large pulmonary embolus and right leg deep vein thrombosis. The patient is alleging tilt and embedment. Per the on (B)(6) 2005, computed tomography angiogram of the chest with and without contrast: "findings: main, left, and right pulmonary arteries appear normal. There is an abnormal density associated with the right descending artery, which may represent a lymph node or less likely an eccentrically located filling defect, possibly a pulmonary embolus. Impression: 1. Somewhat limited exam due to poor contrast bolus with a finding in the right descending artery, which may represent a lymph node vs. Residual pulmonary embolus (see CT june 2004) would consider repeating this examination to attempt to get a better contrast bolus for better delineation of right pulmonary arterial abnormality". Per the on (B)(6) 2018, retrieval report (successful): " contrast was injected and an inferior vena cavogram was performed which demonstrated the cone of the filter embedded in the inferior vena cava wall with no significant thrombus burden. A 0.035 glidewire was advanced through the catheter, directed through the legs of the filter, and positioned immediately caudal to the filter cone. An ensnare was advanced through the sheath alongside the glidewire and used to snare the glidewire. The glidewire was then fed through the catheter and retracted through the sheath thereby gaining control of the filter below the cone. Bronchial forceps were advanced through the sheath and used to remove the tissue adjacent to the cranial hook of the filter. This along with tension of the looped glidewire around the filter were successful in straightening the filter. The 9 french inner and 11 french outer sheaths of the bard retrieval set were over both and the glidewire and through the base sheath. While maintaining firm tension on the glidewire in order to straighten the inferior vena cava filter, the filter was successfully snared, sheathed and removed in its entirety. A post removal spot image was obtained, which demonstrated no residua l foreign body. A follow-up inferior vena cavogram through the sos 2 catheter demonstrated no evidence of significant caval injury. A post removal fluoroscopic evaluation of the filter demonstrates all legs to be intact and a slightly bent cranial hook, which was the result of the complex retrieval. The cranial hook of the filter was completely intact with normal morphology at the beginning of the procedure. Impression: technically successful complex inferior vena cava filter retrieval as described."

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Catalog number and lot number are unknown, but the filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Manufacturer narrative:
Occupation: non-healthcare professional. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.